Manufacturer narrative:
Unit passed self test. Unit alarmed pump error 37 during rewind due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had insulin pump error alarm. Customer reported that they were able to clear and rewind the insulin pump. Displacement verification test was successful. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.